Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value was not provided); cause was customer was using insulin not approved for use with the pump per tandem labeling. Bg was addressed via a correction bolus, and manual injections. The customer was instructed to consult with healthcare provider regarding bg level.